Event description:
Revision of spine components. Surgeon noted on post operative x-ray that one of the mlr rods was not captured in the screw. Pt was experiencing some pain.

Manufacturer narrative:
Engineering eval of the returned devices is pending.